Event description:
It was reported that pump displayed malfunction code 1 with no notable events occurring beforehand, and issue did not cause customer¿s blood glucose to exceed reported threshold. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged shipment of replacement pump under warranty, provided instructions for storage mode, and instructed customer to return malfunctioning pump within 10 days and to program pump settings and connect continuous glucose monitor to replacement pump.